Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x12mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and a second guide wire was placed in the lesion. As the device was being loaded back on the guide wire, it was noted that one of the stent struts was raised. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut on the proximal end of the crimped stent lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x12mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed and a second guide wire was placed in the lesion. As the device was being loaded back on the guide wire, it was noted that one of the stent struts was raised. The procedure was completed with a different device.